Event description:
Additional information received reported that the patient had not recovered, the symptoms/issue was ongoing. The patient required further surgery, a replacement of the extension cables.

Event description:
It was reported that the patient was having electrical sensations around the implantable neurostimulator (ins) that stopped when the ins was turned off. It was later reported as tingling at the ins site that began a few months prior to the report. She felt the tingling most of the time and was still getting therapy. The ins site was tender to the touch, but not swollen. There was no fluid present and the pocket looked good. No falls or trauma had occurred and the impedances were normal. The patient did feel some stimulation during the impedance measurement in her head. However, the patient noted that the ins was a little lower than where it was implanted and had dropped downward, along with the pocket expanding downward. The patient was not sure if the movement of the ins correlated with the start of the tingling. The doctor reduced the patient¿s programmed voltages to see if that could address the tingling issue, but it had not. Further information received reported that a revision took place; the ins and pocket adaptor were replaced. There was a very tiny piece of insulation on the extension that was breached, so a boot was placed over the breach and tied down. It was unknown if this breach was the cause of the issue, but it was near the pocket. It was reported both that there was not 50% or greater symptom reduction and that the patient was receiving effective therapy. No clear outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v042082, implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot # j0320163v, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3550-29, product type accessory; product ID 74002, product type adapter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Event description:
Additional information received reported the patient was having another brain surgery for deep brain stimulation on (B)(6) 2015. The patient stated deep brain stimulation gave them an opportunity at having a new normal life. The implantable neurostimulator (ins) was replaced 3.5 weeks prior to this report. The patient thought the ins replacement would solve the problem, but it did not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.